Event description:
The customer reported that the large access panel has a broken zipper, when an attempt is made to close the zipper the teeth do not connect. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found on the window a zipper the teeth are not staying connected when zipped. There is other damages to the canopy that indicate abuse. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).